Event description:
A 76 yr old male pt suffered cardiopulmonary arrest while playing pool at senior rec center. Local police & fire personnel performed CPR until als ambulance arrived. During the intubation attempt, suction was required to remove vomitus from the mouth. The portable suction failed to provide any suction after operating normally. Suction units were switched over to the fire dept.